Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The blood glucose (bg) level was high around 490 mg/dl with presence of small ketones. The patient administered subcutaneous insulin via pen. No further information available.